Event description:
It was reported that a 42 y/o male patient had an m6 cage removed due to developing osteolysis.

Manufacturer narrative:
It was reported that a 42 y/o male patient had an m6 cage removed as she had developed osteolysis. Device has not returned for investigation. Once the device returns and investigation will be performed.

Event description:
It was reported that a 42 y/o male patient had an m6 cage removed due to developing osteolysis.

Manufacturer narrative:
Based on the inspection report of the retrieved m6-c compiled in the present report, in the absence of additional clinical data, mechanical failure of the device had occurred. In vivo damage was noted to the core, sheath, and fiber construct; however, some extraction damage was also present. The observed in vivo contact between the endplates and in vivo damage to the polymeric components could have contributed to the reported osteolysis. Due to the extent of the extraction damage and lack of additional clinical and radiographic information, the sequelae of events that contributed to the removal of this device is unclear, though mechanical failure was evident.a lot history review was examined including the final inspection records and the in-process measurements. The devices met the m6-c product specifications including the axial stiffness and flexural resistance specifications.